Manufacturer narrative:
The investigation discovered the customer's last calibration on 28-sep-2020 was not acceptable. Based on the available data, a general reagent issue could be excluded. The investigation reviewed the alarm trace and noted multiple sample aspiration alarms occurred near the time of the event. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issues.

Manufacturer narrative:
The customer's qc was ok. The field service engineer performed a system decontamination. After service, the customer performed calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 6000 c (501) module. The initial na results were not reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. Patient 1's initial na result was 147 mmol/l, and the patient's repeat result was 140 mmol/l. Patient 2's initial na result was 149 mmol/l, and the patient's repeat result was 139 mmol/l. The customer determined the repeat na results were correct. The na electrode lot number and expiration date were requested but not provided.